Manufacturer narrative:
Unit received intermittent button response due to flattened up button dome switch. No button error alarm. Inspected connector on lcd and no unlock keypad connector unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked lcd window. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear even after battery change. Customer received a message stating that buttons had been presses for more than three minutes. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.